Event description:
(B)(4) reports: customer reports (B)(6) y/o female patient undergoing a thoracic CT. After IV administrations of 90cc of optiject 350, the patient presented extravasation and edema of fosse cubital (site of injection). The patient received ice for 30 minutes, the forearm was elevated, the patient was monitored. The patient will be examined on (B)(6) 2015 to exclude any risk of post tissue necrosis. Customer reports the patient is recovering. (B)(6) reports; the patient is cured in 2 days.

Manufacturer narrative:
The customer reported an occurrence of extravasation and that, per this customer, it was by no means a medical device problem. The injector s/n was not reported. Customer reports no injector problem.